Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that there was poor or no telemetry with recharging. There was poor communication. The consumer was unable to charge the implantable neurostimulator (ins) and was seeing the reposition antenna screen. It was noted that they had not successfully charged in a couple of months. During the call, the antenna was repositioned and the antenna dial was turned but the issue did not resolve. There were no reported symptoms. Additional information was reported that the rep indicated that the patient has not charged their ins in about a year. The reason for the call was to ask how to start a physician recharge mode (prm). The caller started the charging process and then the recharger displayed an end of service (eos) message. The recharger then displayed a power on reset (por) message. The caller was then able to get the recharger to the normal charging screen. The rep was going to have the patient continue to charge. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had let the battery die before and had to have it reset previously. The battery had been dead a little over a year and when a physician mode reset was attempted the end of service message was seen. The patient had been directed to set up an appointment with their healthcare professional for potential replacement.